Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the instrument was spitting out two clips at a time. It is unknown how the case was complete. There was no consequence to pt.